Manufacturer narrative:
Batch review performed on 30 august 2023: lot 2005039: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-09-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Visual inspection performed by r&d project manager: from visual inspection of the explanted components returned for investigation, no anomalies that could have played a role in the event can be noted. No residual cement can be noted on the tibial and femoral component. Uhmwpe tibial insert turned into yellow in some portions. This is something already experienced and deeply analyzed in medacta and this is something that affects only the external surfaces of the insert and not related to abnormal oxidation of the liner. From visual inspection, there is no evidence that the event is related to a faulty device. Clinical evaluation performed by medical affairs department: 3 years after primary tka, the tibial plateau has a significant medial subsidence, which compromised the proximal tibial bone. We cannot determine the causes for this adverse event, but there is no reason to suspect a faulty device. The postoperative radiograph shows that the contact between the tibial baseplate and the tibial bone was suboptimal, but we have no indication as to what led to this situation, and we cannot tell if this was relevant for the final outcome.

Event description:
Revision surgery at 2 years and 8 months post primary for tibial tray subsidence.